Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to pocket erosion and infection. Reportedly, the leads were exposed. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The previously capped rv lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to pocket erosion and infection. Reportedly, the leads were exposed. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The previously capped rv lead was explanted.